Manufacturer narrative:
Device evaluated by MFR: received one coaccess electrode and introducer set with original product label. Heavy dark red residue was present inside the device indicating use/ handling. A physical examination of the electrode found the array to be fully retracted and the needle/ cannula slightly bent. A functional evaluation to extend and retract the tines was difficult due to the bent cannula and dried residue. The tines were unevenly spaced. Residue was also found between plunger shaft and outer housing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that difficulty extending the needle occurred. A leveen(tm) coaccess(tm) electrode was selected for use during a radiofrequency (rf) ablation treatment procedure; however it was noted that the needle would not deploy properly. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that difficulty extending the needle occurred. A leveen¿ coaccess¿ electrode was selected for use during a radiofrequency (rf) ablation treatment procedure; however it was noted that the needle would not deploy properly. The procedure was completed with a different device. No patient complications were reported.